Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced itchiness and rash on their full body. Surgical intervention was undertaken wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Corrected: d10. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected: d6b - date of explant.